Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided an event of patient death after the procedure due to unknown causes was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The cause of death was unknown. It was not classify the patient death as related to the device. Based on the information received, the cause of the reported incident could not be conclusively determined. From medical review: "the likely cause of death is related to the post-infarct vsds and having a recent myocardial infarction. Most likely the vsd was not closed as a result of not being able to achieve adequate closure and a stable device position. The implant procedure is considered unsuccessful." H6 medical device problem code: code 3190 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted, with all additional relevant information.

Event description:
It was reported, that on (B)(6) 2024, an 18mm amplatzer vsd muscular occluder was selected for implant, using a 9f amplatzer torqvue delivery system. When the physician was attempting to cross the defect, "there was another hole made", that was next to the initial vsd. The cause of the second hole is unknown. The vsd was deployed inside the patient, but it was never released from the delivery cable. Subsequently, the patient passed away on the same day. The cause of death is unknown. The implanter does not classify the patient death as related to the device. The patient had previously experienced a post-infarct "little over a week earlier".